Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's son called to inform that two results were made with two different meters within 10 minutes. Patient's meter value was 179 mg/dl and with the other meter was 81 mg/dl. The same vial of strips was used for both meters. No adverse event was reported. A request was made for the return of the meter and strips.